Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (3) unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4) the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that open reduction internal fixation (orif) of right humerus was performed on (B)(6) 2016. Post-operatively due to a fracture right above the original plate, a revision surgery was performed on (B)(6) 2016 to explant plate, three (3) 3.5mm cortex screws and three (3) 5.0 locking screws. It was reported that hardware was explanted intact. Once the hardware was removed, surgeon replaced the plate with 6-hole humerus plate and surgeon was happy with the reduction. The patient was reported as stable at the end of the procedure, there were no surgical delays in the surgery and procedure was successfully completed. This complaint involves seven parts. This report is 2 or 3 for (B)(4).